Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the b30 error only occurred with one scope, and based on the results of the investigation, the probable cause is likely there was a problem with the scope, or that the user connected the video connector to the device in a state where the electric contact point of the video connector was not dry enough or foreign matter (chemical liquid residue, dirt of water sebum, dirt of sebum, dust, gauze spray, etc.) Was present. If the electrical contact is in an unstable state, the communication between the scope and the video processor may fail, resulting in a b30 error (scope communication error). This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.".

Manufacturer narrative:
Through troubleshooting the reported problem with the reporter, olympus technical support determined the error was occurring with only 1 scope and another scope used with the video processor did not cause the error. A device problem assignable to the (B)(4) could not be identified.

Event description:
A user facility reported to olympus that the error (B)(4), scope communication error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.